Manufacturer narrative:
Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record: manufacturing date: april 16, 2014. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of a drive shaft appeared to be missing. The issue was discovered outside of the operating room with no patient or surgical involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received and an investigation summary was performed. The investigation of the complaint articles has shown that: one drive shaft, minimum 520mm length, for use with reamer/irrigator/aspirator (ria) (part number 314.743, lot number 7455952) was received with the complaint category of ¿broken: tip broken procedural step unknown.¿ it was reported that the tip of the drive shaft looks compromised. It was reported that it appears that the tip of the device is missing. The complaint condition is confirmed as the drive shaft was received with a portion of the distal tip, which mates with the reamer head, broken off. Specific details regarding the technique used/handling which led to the device failure were not known, however it is most probable that excessive force and/or use of an incorrect drive unit repeatedly over torqued the drive shaft leading to fatigue and ultimately the fracture at the distal tip. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The condition of the returned drive shaft is consistent with damage from having been subjected to excessive force, possibly after previous damaged by the device having been repeatedly over torqued, this investigation summary is approved. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.